Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. . Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was not recognizing the batteries.